Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user_s performance with the device is worsening.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user_s performance with the device decreased. The user has been re-implanted. Despite being requested the device was not received for investigation.

Event description:
The users performance with the device is worsening. Despite requested, no additional information could be yet received.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. A possible date for re-implantation has not been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Other mechanical damages found are attributable to the removal surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s performance with the device had decreased. The user was re-implanted.